Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. Investigation summary: three photos were received and evaluated. The photos showed two images of an integra package¿s top web with batch #0266457 (p/n 305270) and a (B)(4) receipt for two 25g needles. No actual product photos or samples were received for evaluation. Please note that this product has a retractable needle feature. The needle retracts into the syringe barrel when plunger is pressed all the way down and retraction activated with two click sounds. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd integra¿ 3ml w/ndl 25x1 the needle tip breaks off in injection site. This occurred on 3 occasions, there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle tip broke off in the consumers leg x's 3. .